Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that a partial lead was returned. Insulation degradation was noted at 4.6 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.